Manufacturer narrative:
Investigation conclusion: retained devices of the same lot tested with negative standard yielded accurate negative results. Returned product of the same lot from other customers observed faint grey/pink test lines. Root cause: unable to determine. Source: phone.

Event description:
Reports false positive results over several months. Unknown if symptomatic or asymptomatic. Confirmation not performed. No. Apparent adverse event. Report 84 of 100.